Event description:
It was reported the patient had several weeks of redness at the pump site. They took conservative actions to protect the skin but were unsuccessful. The pump was explanted due to pump site erosion and they were unable to salvage the pump. The event was reported to be unresolved at the time of report. The pump was used to deliver lioresal (baclofen).

Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4).